Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing, it was concluded that the device operated within specifications.

Event description:
It was reported that the customer was not receiving no delivery alarms when she was supposed to. The customer stated that some of her infusion sets were bent, and she did not receive a no delivery alarm in those cases. The customer's blood glucose was over 400 mg/dl. The customer treated her high blood glucose levels with the insulin pump and changing the infusion set. Troubleshooting was done. The customer stated that the insulin pump did not alarm during troubleshooting. Advised the insulin pump needed to be replaced. Advised the customer to discontinue use of the insulin pump and revert to a back-up plan per healthcare provider's instruction. Advised customer that a replacement insulin pump would be sent. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.